Manufacturer narrative:
Pump received with broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, missing end cap sticker and cracked battery tube threads. The test infusion set and reservoir does not lock into place due to the reservoir completely broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Disclosed to the public under the freedom of information act. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a big crack from the front screen towards the bottom and back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.